Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, at low speed, the roller pump unexpectedly stopped. The roller pump could be restarted by pressing the "forward" button, but the event was repeated two more times. The pump was exchanged for an alternate device. There was no adverse consequence to the pt as a result of this event.